Event description:
It was reported that the foot end could not be pumped up. It is unk whether there was pt involvement or adverse consequences to report.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.